Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, oversensing and inappropriate shock. X-ray revealed that the lead was fractured and it appeared to be crushed due to subclavian venous access. This lead was surgically abandoned. No adverse patient effects were reported.